Manufacturer narrative:
Section a4 - patient weight: corrected, section g2 - report source: corrected, section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information. H6 adverse event problem - clinical codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that a computed tomography (CT) scan showed no abnormalities; images were not available. There was no change to patient status.

Event description:
It was reported that patient complained that the vision had become a mosaic screen or experiencing eye discomfort about three times. The cause of this event was unknown. There was no alarm. Log file review only showed multiple pulsatility index (pi) events that were occurring on 23jan2025 at 21:00:39 - 24jan2025 at 12:10:52. No troubleshooting was performed. This situation was being monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.